Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist instructed the customer to unplug the power cable from the wall and try a different outlet, the system turned on, and the customer was able to log in successfully. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was powered off and would not turn on. Customer tried to power it on from the top power button on the tower, but it did not power back on. However, there were no delays or adverse events or injuries reported based on this event.